Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an incompatible scope error (e315). The issue occurred during morning setup, prior to daily procedures. There were no reports of patient harm.

Manufacturer narrative:
D10: concomitant medical products: updated. This report is being supplemented to add: the customer was using 190 series scopes but still had the maj-1430 cable plugged in. The technical assistance center (tac) explained that the maj-1430 should only be used when connecting 180 series scopes. The customer cycled the power, removed maj-1430 and the error did not return. Tac advised the customer not to use maj-1430 with 190 series scopes. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6 (type of investigation code 10 - testing of actual/suspected device removed) additional information: h6. While the customer was speaking with the olympus technical assistance center (tac), it was identified that the customer was using the 190 series scopes but still had the maj-1430 cable plugged in. Tac explained that the maj-1430 should only be used when connecting 180-series scopes. Cycled power removed maj-1430 cable, and the error did not return. Tac advised the customer not to use maj-1430 with 190 series scopes. The problem was resolved. The subject device will not be returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified for the complained device, however based on the results of the investigation, the probable cause of the "e315 scope communication error" malfunction would likely be related to the concomitant device (videoscope cable) which is no compatible with 190 series scopes. The event can be prevented by following the instructions for use which state: 3.1 precautions for installation and connection caution turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Use appropriate cables only. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.